Event description:
On 11/04/2014 clinic notes dated (B)(6) 2014 were received which indicated that the patient has had an increase in depression with fleeting suicidal thoughts. The patient reported that she thinks that her battery is dead and wants a new generator because she is having an increase in depression symptoms. Good faith attempts for further information from the physician have been unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2015 it was reported that the patient had undergone generator replacement on (B)(6) 2014 due to end of service and that the generator could not be interrogated due to battery depletion. The explanted generator could not be returned for product analysis as the hospital does not return explanted devices.

Manufacturer narrative:
.